Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amlodipine besilate (norvasc) and ketorolac tromethamine (nsaid-k). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), psychological trauma ("psych injury"), post procedural complication ("post removal complication-yes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy+ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma, post procedural complication, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she has been treated for pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jul-2020: pfs received- new events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis, psychological or psychiatric problems condition: depression, mental anguish, vaginal discharge, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) from (B)(6) 2015, to (B)(6) 2016, for uterine bleeding and contraception as well as amlodipine besilate (norvasc) and ketorolac tromethamine (nsaid-k). On (B)(6) 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), menorrhagia ("menorrhagia"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), depression ("psychological or psychiatric problems condition:depression/psych injury"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("genital bleeding") and post procedural complication ("post removal complication- yes. The patient was treated with surgery (hysterectomy+ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the post procedural complication, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, anxiety and vaginal discharge was resolving. The reporter considered anxiety, bacterial vaginosis, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she has been treated for pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2020: plaintiff fact sheet received. All the aforementioned events outcome was updated to recovering/resolving except "pelvic pain and genital hemorrhage". Concomitant medication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), psychological trauma ("psych injury") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy+ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: she has been treated for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: event "pelvic pain female , genital bleeding " added with outcome as recovered was added.event "anxiety , depression , post procedural complication " was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.